Event description:
During an in clinic follow-up, it was reported that inappropriate defibrillation therapy and inappropriate antitachycardia pacing were delivered for supraventricular tachycardia. The physician did not allege a malfunction against the device and alleged the device performed as expected based upon its programmed settings. The device was reprogrammed to resolve the event and the patient was in stable condition.